Manufacturer narrative:
Complaint conclusion: as reported by the japan smart pms for sfa, the (B)(6) male patient felt numbness in a limb when he was in the hospital and restenosis was found at an unknown date. The patient underwent a revascularization by pta (poba) at an unknown date. The patient recovered one year following the index procedure. The patient had a 6x100mm smart control stent placed in the right proximal superficial femoral artery without any issue at the time of the index procedure. The rate of stenosis was 75%. The exact date when the restenosis was found is unknown. The rate of restenosis was 75%. The restenosis was in the target lesion of the superficial femoral artery. The patient¿s admitting diagnosis was numbness in the limb. There was no possibility of dissection. No distal disease was left untreated. ¿healthy to healthy tissue¿ was covered by the stent. The patient was compliant with antiplatelet therapy. The event resolved without sequelae. The complaint product was not returned for analysis as the device remains implanted. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. In-stent restenosis (isr) is associated with the progression of atherosclerotic disease and is a known potential adverse event following stent implantation and does not represent a device failure. Intra-arterial stent placement is a treatment of the disease process, it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. In-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Factors that may have influenced this event include patient, procedural, pharmacological and lesion. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken.

Manufacturer narrative:
(B)(4). This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information was provided by the affiliate. 6/24/2013 was the date for the index procedure. Exact date when the restenosis was found is unknown and the restenosis was treated and the patient recovered on (B)(6) 2014. The rate of restenosis was 75%. The restenosis was in the target lesion of the superficial femoral artery. The patient¿s admitting diagnosis was numbness in the limb. There was no possibility of dissection. No distal disease was left untreated. ¿healthy to healthy tissue¿ was covered by the stent. The patient was compliant with antiplatelet therapy. The event resolved without sequelae. The product remains implanted and is thus not available for analysis. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4) smart pms for sfa, the patient felt numbness in a limb when he was in the hospital and restenosis was found at an unknown date. The patient underwent a revascularization by pta (poba) at an unknown date. The patient recovered one year following the index procedure. The patient had a 6x100mm smart control stent placed in the right proximal superficial femoral artery without any issue at the time of the index procedure. The rate of stenosis was 75%.